Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012854882 was returned and analyzed. No anomalies were identified during visual inspection of the shaft and handle. During visual inspection of the array, an inverted array was observed. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. In conclusion, the reported array inversion was confirmed; the catheter failed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation case. Fluoroscopy showed the sphere-9 array to be irregularly shaped. The catheter was removed without issue, and was observed as irregularly shaped outside the body. The case was completed. No patient complications have been reported as a result of this event.